Manufacturer narrative:
Note: product reference 4430893 is not cleared for sales in the USA, but it is similar to the product reference 5430893 cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr 36939931 which complies with our specifications and does not present any discrepancy. No other similar complaint was reported to us on this batch of access ports released in november 2018. Investigation results: we did not receive the complaint sample for investigation. We received for investigation 2 x-ray pictures: picture 1: (B)(6) 2019: we can see that the access port was implanted via the right jugular approach. The catheter forms a strong angle at the level of the catheter entrance in the jugular vein. The catheter is bent/linked. Picture 2: (B)(6) 2022: the access was explanted. The distal part of the catheter is visible at the level of the lungs. The length seems to correspond to the catheter length between the entrance in the jugular vein and the distal extremity. Conclusion: the incident is due to catheter rupture. The rupture seems to be due to wear at the level of the catheter angle at the entrance of the jugular vein. The catheter rupture is a known complication of the access port implantation. The IFU warns the user against this risk and ask him to ensure that there is no kinking of the catheter during the implantation procedure. This is a rare incident, no corrective action is envisaged.

Event description:
Event reported by patient: "a b. Braun implantable port was put to me by dr (B)(6) ((B)(6) hospital) on (B)(6) 2019 for chemotherapy treatments. Following the remission of my cancer, dr. (B)(6) wished to proceed with the removal of this implantable chamber on wednesday (B)(6) 2022. During this simple intervention, the 20cm catheter broke and a piece of about 10cm left in my bloodstream, crossing my heart before finally going to block in a pulmonary vein as visible on medical imaging. Yesterday friday (B)(6) 2022 dr. (B)(6), cardiologist at (B)(6) hospital, tried for a long time but without success to extract this piece of catheter which risks causing me a thrombosis. I am therefore placed at rest, under surveillance and with anti-coagulant treatment until another attempt at extraction can be carried out by the vascular surgery team at (B)(6) hospital."

Event description:
Event reported by patient: "a b. Braun implantable port was put to me by dr (B)(6). ((B)(6) hospital) on (B)(6) 2019 for chemotherapy treatments. Following the remission of my cancer, dr. (B)(6) wished to proceed with the removal of this implantable chamber on wednesday (B)(6) 2022. During this simple intervention, the 20cm catheter broke and a piece of about 10cm left in my bloodstream, crossing my heart before finally going to block in a pulmonary vein as visible on medical imaging. Yesterday friday (B)(6), 2022 dr. (B)(6)cardiologist at (B)(6) hospital, tried for a long time but without success to extract this piece of catheter which risks causing me a thrombosis. I am therefore placed at rest, under surveillance and with anti-coagulant treatment until another attempt at extraction can be carried out by the vascular surgery team at (B)(6) hospital."

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference (B)(4) cleared under #510k130576. Investigation results: we received for investigation the distal part of the catheter. The catheter segment is 9.9cm long. According to the x-ray pictures of implantation taken on (B)(6) 2019, this catheter length corresponds to the length between the entrance in the jugular vein and the catheter distal extremity. We can deduce that the rupture happened at the level of the of the catheter entrance in the jugular vein. The catheter rupture facies is characyteristic of a catheter bent / kinked. The dimensional measures conform to our specifications. X-ray picture taken in (B)(6) 2019 show that the access port was implanted via the right jugular approach. The catheter forms a strong angle at the level of the catheter entrance in the jugular vein. The catheter is bent/lkinked. Conclusion: the elements in possession indicate that the catheter rupture is not due to a manufacturing defect but due to the fact that the catheter was angled, kinked at the entrance of the jugular vein. This type of conditions can lead to a premature rupture. The IFU specifies:" to ensure that the system works correctly, there should be no kinking of the catheter." §v-2 this is a rare incident, no corrective action is envisaged.